Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz hlm cockpit, the event occurred in australia. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding an essenz hlm cockpit that rebooted during procedure. There was no patient injury.